Event description:
During the procedure, the light cord was laying on the patient's left upper abdomen. The patient received a second degree burn on her upper left abdomen. The light cord was examined by or staff. The cord was noted to be hot in one area. No pin point hole was noticed.